Manufacturer narrative:
Patient identifier - requested, information yet to be received. Age & date of birth - requested, information yet to be received. Sex - requested, information yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Date of event: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. (B)(4); no code available; surgery; removal of device fragment. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the 3.5 weeks post procedure a patient had to have a compaction tube from an angio-seal device surgically removed. It was reported that the manager stated they believe after deployment the doctor may have turned away to grab scissors and the compressed tissue must have decompressed covering the compaction tube, leaving only suture exposed. The doctor then cut the suture and patient procedure was completed. The manager reported they do not believe this to be a product failure. It was reported that there was no infection found. The patient was reported to be stable. Additional information was received on april 23, 2018. There was no direct allegation from the manager against the device, that it caused or contributed to the reported event. There was testing done to confirm the location of tamper tube.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.